Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T: slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported the customer experienced high blood glucose levels (274 mg/dl). Customer went through troubleshooting with tandem technical support and pump passed delivery system check. Customer uses apidra insulin.